Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the hex driver had broken into two pieces. One of the tips of the slap hammer attachment was also broken. No further evaluation can be made from the provided pictures. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
It was reported, upon arrival the 3.5 hex driver and washerloc attachment for the slap hammer were broken. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown at this time.